Event description:
It was reported that patient experienced ineffective therapy. Attempts to reprogram were unsuccessful. Surgical intervention was undertaken on (B)(6) 2025 wherein the lead was repositioned. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. It was reported to abbott a patient was scheduled for a lead revision as they were only getting coverage on the left side. Reprogramming was tried to no avail. The lead had not migrated. Surgery took place where the physician elected to keep the existing lead and generator and just reposition lead to gain right sided coverage with therapy. There were no complications. Effective therapy was restored post-op. The device was not returned for evaluation as it remains implanted and functioning as intended. Based on the information received, the cause of the reported issue was determined not to be product related.